Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, the mounting bracket on the oxygenator was broken. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo did receive the actual device for investigation and visual inspection confirmed the complaint, the clip was missing. The most likely cause of the event was the clip was not fully inserted during the mfg process and dislodged during the shipped and handling process. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.